Event description:
The customer alleged that after processing the olympus laryngoscope blade in the sterrad nx, the blade appeared to be melted. Asp explained to the customer that the manufacturer owns compatibility information and suggested the customer contact the manufacturer. The customer processed the device anyway, without any further info from the manufacturer. No injuries were reported from the event.

Manufacturer narrative:
Conclusion - outdated compatibility lists: recalling firm has decided to discontinue dissemination of compatible medical device reference lists and instrument assessment activities.